Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a stone cone nitinol urological retrieval coil was used during a lithotripsy procedure.according to the complainant, the sheath on the stone cone nitinol urological retrieval coil, peeled off and detached inside the patient and was removed using forceps (manufacturer unknown). The procedure was completed using another stone cone nitinol urological retrieval coilthe patient's condition was reported as good.

Manufacturer narrative:
According to the complainant, the device was disposed; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event.